Manufacturer narrative:
The pump was returned for evaluation which confirmed the optical signal issue on the pump. Evaluation of the yellow luer confirmed leakage. The root cause of the sidearm leak was due to yellow luer damage as a result of bicarb weakening the plastic. The root cause of the ps issues could not be determined. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a purge fluid leak resolved with a bypass. The pump's placement signal also failed. The pump was removed and replaced. It was noted that bicarbonate was used during the purge.